Event description:
In or about (B)(6) 2007, an elevate anterior and apical prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery." It was also alleged that the plaintiff "suffered severe personal injuries, pain, suffering, and severe emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.